Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed an alert 38 indicating a consecutive motor stall consistent with a failure to infuse, which occurred while the user was away from home; after returning, the user performed a dry run and a full supply change with new inset, connector, and cartridge, then restarted and resumed delivery with blood glucose returning to range. Symptoms included hyperglycemia with a reported blood glucose of 300 mg/dl, headache, dry mouth, and fatigue. Outcomes included a missed dose and a delay to therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem with the motor component consistent with a stalled motor leading to failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.